Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, 3 days after a robotic hybrid hand assisted anterior resection procedure, the patient came back to the emergency room and the physician found out a separation in the anastomosis causing a leak. A medical intervention was needed - the patient was put on antibiotics and remain in the hospital. The event extended the patient's hospitalization. There was a permanent injury. There was tissue damage. Patient has been released from the hospital. Pre-operative diagnosis for the initial operation: diverticulitis, colovesical fistula and colitis. Medical history: unknown.